Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4), b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-20, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they went to a follow up appointment with their healthcare provider the other day and they had a hard time finding a setting that would work for them, patient reported having an uncomfortable stimulation. Patient stated they had an appointment in the 1st of december and a manufacturing representative (rep) was supposed to meet them to go over their settings. Agent reviewed with patient that they need to give it 3 or 4 days to see if their body reacts to the adjustments. Patient reported painful stimulation. On 2026-may-29, additional information was received from the patient. The patient called back and reported a recurring issue with finding the correct setting that works for them. The patient mentioned they were previously advised to contact manufacturer to help arrange a session with a technician to determine the best settings. The agent reviewed considerations for therapy optimization and general programming guidance. The agent also offered assistance with making adjustments; however, the patient dec lined and stated they already know how to make adjustments and will contact their managing healthcare provider (hcp). The agent advised the patient that their managing hcp can page a manufacturing representative (rep) to assist with adjustments if needed. The patient mentioned they had previously sat down and found a setting they thought would work for them, but stated it only worked for a couple of days. The patient also stated their hcp might need to reposition the lead. The patient was redirected to their managing hcp to further address the issue.